Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirms the reported event of tip breakage. Previous investigations found the root cause is attributed to the supplier¿s heat treating process; corrosion found with carbide embrittlement as a possible contributing factor. Improvements to the heat treating process have been recognized and a supplier change request to heat treat all 400 series stainless steel components in the united states has been implemented and released. Scr-002557 released 10/03/2012 to request the use of an already approved heat treat supplier, (B)(4). Monitor through trend analysis. The date code a0510 indicates the instrument was manufactured in may 2010, and was manufactured prior to the changes. No further action indicated.

Event description:
Screw tip broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.